Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced successfully.